Manufacturer narrative:
Investigation summary: it was reported there was contaminate in the packaging. To aid in the investigation, one sample and two photos were provided for evaluation by our quality team. The sample came in a sealed packaging blister. A visual inspection was performed and there is a foreign matter where the bottom and top webs are sealed. This foreign matter is embedded in the packaging top web, appears similar to a burnt material and is about 1/32" long. After further analyzing, it was confirmed that it was a small piece of embedded burnt plastic. The two photos provided show the sample received. This defect can occur if the foreign matter was loose and during packaging became embedded in the top web. A device history record review was completed for provided material number 309653, lot number 0079889. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample and photo sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip syringe had foreign matter in its packaging. The following information was provided by the initial reporter: "it was reported contaminate in packaging."